Event description:
Procedure performed: emergency theatre, laparoscopy. Event description: when camera/scope inserted to trocar for visual entry there appeared to be a little piece of metal in the tip of trocar, not sure where metal came from whether came in sterile trocar product or from scope. Scope did not appear damaged, and nothing was reported from [ ] supply department. Metal appeared to be from trocar. Additional information received from applied medical representative via email on 27-may-2021: the hospital has held on to the trocar, the fragments are inside the tip. The fragments did not fall into the patient. Another trocar was opened, the surgery continued, no injury to the patient. There is no picture available. The fragment is inside the obturator tip. It was obstructing the view of the scope when it was inserted. Intervention: change of device. Patient status: no adverse effect on patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of a metal piece inside of the obturator. The chemical structure of the metal piece was analyzed and did not match any materials used to manufacture applied medical¿s products. Based on the testing performed, the returned metal particulate originated from the scope used during the procedure. Therefore, a product malfunction did not occur with an applied medical product and the event is not reportable. Correction to g2 (report source): added "health professional"

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: emergency theatre, laparoscopy. Event description: when camera/scope inserted to trocar for visual entry there appeared to be a little piece of metal in the tip of trocar, not sure where metal came from whether came in sterile trocar product or from scope. Scope did not appear damaged, and nothing was reported from [ ] supply department. Metal appeared to be from trocar. Additional information received from applied medical representative via email on 27-may-2021: the hospital has held on to the trocar, the fragments are inside the tip. The fragments did not fall into the patient. Another trocar was opened, the surgery continued, no injury to the patient. There is no picture available. The fragment is inside the obturator tip. It was obstructing the view of the scope when it was inserted. Intervention: change of device. Patient status: no adverse effect on patient.